Event description:
It was reported that a high drain 103 alarm occurred on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The ultrafiltration for cycle three was 2565ml and the fill volume was 2400ml. The technical service representative (tsr) explained the alarm to the home patient (hp) and the registered nurse (rn) and the minimum drain setting was increased. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.